Event description:
It was reported that pump experienced malfunction alarm with code displayed and no prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged understanding of instructions.